Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing record showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the strata valve malfunctioned and was revised for a new one. It was also reported that aside from the revision surgery, there were no adverse effects to the patient.

Manufacturer narrative:
Proteinaceous and crystalline debris were observed in the interior of the returned valve. The valve met all of the requirements for the patency, siphon, reflux, pressure-flow, preimplantation, and leakage tests. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.